Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the ctr for device evaluation. Programming adjustments were made. However, the reported problems was not resolved. In march, 2006 the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was functioning. The pt's parents have requested removal of the device. Surgery to explant's device is to be scheduled.